Event description:
It was reported that the procedure was cancelled post patient sedation. During fibrillation procedure to treat patient with fibrillation, a polarx fit was selected for use. It was observed that the physician used the polarx fit for cryoablation at the left superior pulmonary vein and the temperature dropped to minus 70 degrees. An error for detected blood in the balloon occurred. The physician terminated of the procedure. There were no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.